Event description:
It was reported the patient (australia) experienced discomfort at the ipg site when sitting. Surgical intervention was undertaken to relocate the device. However, once in the new position, the physician reportedly encountered difficulty tightening the set screw and elected to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.